Event description:
It was reported that the tip was observed to be flattened when removed from packaging. There was no patient involvement. No additional information was provided. During return device analysis, a stent dislodgement was observed .

Event description:
It was reported that during an ultra low anterior resection procedure, the pneumo leakage whenever exchanging instruments on working port. Unknown how case was completed. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.